Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. D4: information was not provided by user facility. Code 400: yielded jaws. Evaluation summary: the analysis results confirmed that the jaws of devices (a,b) had become yielded causing the clips to be ejected/scissored and making the devices non-functional. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not orginal design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". Device b, batch#= a9av54. Manuf. Date: 11/29/2005. Exp. Date: 10/29/2010. All other information is the same for both devices.

Event description:
The rate/sense portion of the lead was capped due to low r-waves.